Event description:
It was reported by the rep that the device was used during a bowel resection. It was reported the pt was emergently operated on for a perforated bowel. The surgeon claims the woman was fatally ill, even prior to the incident. The surgeon claims the staples on the tlh90 did not form on the bowel causing the bowel to just fall apart. The surgeon hand sewed the bowel. There were no consequence to the pt.